Event description:
Procedure: lap gastric bypass. According to the reporter: while firing a 60-3.5 load with the gore seam guard, the device fired but, although the surgeon pulled back the black knobs, the device would not open. The load was locked around stomach. The load was resected with another device, the result was a smaller than preferred gastric pouch.

Manufacturer narrative:
Initial report sent to FDA on 08/06/2008.